Event description:
Information was received from a healthcare professional (hcp) and consumer via a company representative, regarding a patient receiving intrathecal baclofen (gablofen) 2000 mcg/ml at 475 mcg/day via an implanted pump. For unknown indication for use. It was reported, that the patient was experiencing withdrawal symptoms after eri replacement. And it was unknown, if any environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) preformed cap aspiration and open exploration for diagnostics/troubleshooting. It was also reported, that the hcp opened pocket and determined, the catheter was kinked. The hcp revised pump segment and removed catheter kink on (B)(6) 2023. It was noted, that cerebrospinal fluid (csf) started flowing after removing the kink. The hcp also replaced connector with new one, because of his medical judgement. The issue resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked, but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 04-feb-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.